Event description:
It was reported by the customer that at the time of daily routine check by a medical engineer at the facility, an error message "battery maintenance required" appeared on the monitor of cs100 intra-aortic balloon pump(iabp) unit. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character rstriction event site address is (B)(6). Event site city is (B)(6) corrected field: h6 (medical device ¿ problem code). Updated fields: b4, g3, e1(event site address and city) e2, e3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the failure and found the power supply to be faulty. The fse replaced the power supply (0014-00-0033-05). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.